Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had a bleed along a staple line that disrupted the staple line on the pouch of a roux en y patient. There was a clot along a staple line that disrupted the staple line.

Manufacturer narrative:
(B)(4). Date sent: 12/9/2020. Additional information was requested, and the following was obtained: what color cartridges were used throughout creation of pouch? Green, gold, blue, blue (all reloads were reinforced with echelon staple line reinforcement). Does the surgeon routinely wait 15 seconds prior to firing? Yes...it¿s actually timed in the room. Does the surgeon pule fire or use one continuous firing stroke? Pulse fires the first 2 firings. Were there any issues with hemostasis intraoperatively? Not known. If so, how was it addressed? Not known. How and when was the clot identified? Postoperative. Patient was discharged presented back to the operating room. Why is it believed that a clot disrupted the staple line? Not known. What medical or surgical intervention was required to address the clot? Surgical procedure to repair.